Event description:
(B)(6) study. It was reported that aortic stenosis occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelet medication. A loading dose of 81 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. Two days post index procedure, the patient was discharged on aspirin and other anticoagulant. In (B)(6) 2020, 349 days post index procedure, the patient presented for an annual echocardiogram which revealed aortic stenosis. At the time, the patient was on xarelto and aspirin. The patient was scheduled for a right heart catheterization 13 days after diagnosis, which was performed and yielded normal results. No action is expected to be taken at this time. The patient is doing fine.